Event description:
It was reported that when the doctor released the button, the device continued to cauterize.

Event description:
It was reported that when the doctor released the button, the device continued to cauterize.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported product was not returned for investigation. A different part number was received under this complaint. However, after full evaluation of the returned unit, the reported condition was not confirmed. The device history review and non conformance report historical data of the reported part and lot number were reviewed. There were no discrepancies observed that could contribute to this condition. According to previous complaint history, the most probable root cause for the failure reported on the serfas energy 90s probe, can be identified as user related by submerging and/or cutting the suction tube, which could result in water ingression to the serfas energy probe¿s handle. The handle is not intended to be submerged in liquid, if so, water can ingress through the handle¿s communication and suction tube¿s outlets, accessing the electrical connections, pc board and button actuators inside the handle, which could consequently cause the unit to malfunction. If there is water present inside the handle, even though the buttons might not be pressed at the moment, a continuous activation condition may be observed, as the water inside the handle may provide a current path for the unit to activate by itself. In sum, the reported product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.